Manufacturer narrative:
An event of difficult removal was reported. Information from the field indicated that one of the retainer tabs was still attached at final release, and while manipulating the system to release the valve, the nose cone hit the valve. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was chosen for implant. The patient was noted to have a horizontal aorta. The native valve was measured as follows: perimeter 68.2mm, area 342.2mm squared. The valve was deployed 80% with an implant depth of 3mm. At the final release, one of the retainer tabs was still attached. After multiple manipulation to release the valve by rotating the delivery system and slightly forward, the valve dislodged to the annulus level. During pulling the delivery system, the nose cone hit the valve and embolized above the sinus of valsalva (sov). The patient remained stable without any complications. It was decided to snare the valve higher into the aortic arch. Another 25mm navitor valve was successfully implanted (valve-in-valve). The patient is reported to be stable and doing good. There was no adverse patient effect.